Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while removing a ruby coil from its packaging to be used in the procedure, the physician inadvertently kinked the ruby coil pusher assembly; therefore, the bent ruby coil was not used in the procedure. The procedure was completed using additional coils.